Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported.

Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, the active exhalation control module was observed to be damaged. The device's active exhalation control module was replaced to address the issue. The device had physical damage consistent with being dropped.